Event description:
A malfunction was reported with a code labeled as malf 16. There was no adverse impact to the customer¿s blood glucose level. The customer was informed that the pump needed to be replaced and was provided a replacement pump by technical support. The customer reverted to a manual insulin delivery method (mdi) as a backup therapy, was instructed to allow the battery to deplete before returning the pump and was to use the pre-paid label and return box to send the malfunctioning pump back to tandem.